Event description:
It was reported that while in the cardiac care unit and 38 hours after the intra-aortic balloon pump (iabp) was started, noise was heard from the pump. The md found blood in the driving tube of the datascope intra-aortic balloon (iab). The iab was removed immediately. The pump did not alarm or generate strips even though blood was sucked into the driving tube; no blood entered the pump. After this event, our sales rep checked the pump using a balloon simulator. A balloon connector was disconnected from the pump in use; pump alarmed and generated strips. The pump worked properly. No new iab was used after the removal of the datascope iab because the pt's condition was fine. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported pt complications. The pt outcome is listed as "good."

Manufacturer narrative:
(B)(4). Device will not be returned for eval.